Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. As received, the front response button was non-functional. Upon investigation, the response button flex cable was creased, damaging all three traces. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the defective monitor.